Event description:
It was reported to philips that system had ups failed, not able to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and found that the ups had shut off, preventing the system from starting up. During troubleshooting, the philips engineer identified an internal failure within the ups and switched it to bypass mode. The fse then replaced the single-phase ups. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.